Event description:
It was reported that this newly implanted right ventricular (rv) lead on post implant follow up had changed dramatically on lead trending graphs from interrogation. The rv lead testing showed decreased r waves and impedance, and high pacing thresholds to variable capture at max output 7.2v (volt) at 2.0ms (milliseconds). The physician advised possible lead dislodgment and will schedule repositioning next week. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this newly implanted right ventricular (rv) lead on post implant follow up had changed dramatically on lead trending graphs from interrogation. The rv lead testing showed decreased r waves and impedance, and high pacing thresholds to variable capture at max output 7.2v (volt) at 2.0ms (milliseconds). The physician advised possible lead dislodgment and will schedule repositioning next week. At this time, the lead remains in service. Additional information received advised the rv lead was explanted and replaced with another boston scientific product. The explanted lead is expected to return for analysis. Outside of the revision, no additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this newly implanted right ventricular (rv) lead on post implant follow up had changed dramatically on lead trending graphs from interrogation. The rv lead testing showed decreased r waves and impedance, and high pacing thresholds to variable capture at max output 7.2v (volt) at 2.0ms (milliseconds). The physician advised possible lead dislodgment and will schedule repositioning next week. At this time, the lead remains in service. Additional information received advised the rv lead was explanted and replaced with another boston scientific product. The explanted lead is expected to return for analysis. Outside of the revision, no additional adverse patient effects were reported. The product has been sent for return.